Event description:
Increase in my epileptic seizures [epileptic seizure]; increase in my epileptic seizures [condition aggravated]. Case description: this case was reported by a consumer via call center representative and described the occurrence of epileptic seizure in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included epilepsy. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced epileptic seizure (serious criteria gsk medically significant and other: gsk medically significant) and condition aggravated. The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the epileptic seizure and condition aggravated were unknown. It was unknown if the reporter considered the epileptic seizure and condition aggravated to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from consumer via call center representative (phone) on 04jul2022 and consumer reported that "hello ma'am, so, I am calling you for an information please, on the use of your tooth fix-polident strong fixation to fix the prostheses. So, as I would like to know, there is no zinc in it, I had already used polident with zinc and as I suffer from epilepsy, I noticed an acceleration of my seizures, an increase in my seizures. So, I would like to know if there is zinc, if you had any experience, is a cause of possible seizure increase. Yes, my name is".

Manufacturer narrative:
Argus case: (B)(4).